Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the distal end corrosion is a component failure and for the foreign objects found in the server plug-in(z-block), the cause could not be established. The date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects in the server plug-in (z-block) and corrosion at the distal end. There was no patient involvement.